Event description:
It was reported that out-of-range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Issue resolve prior to this report. Upon follow up, customer reported no further out-of-range issues had reoccurred. There was no reported adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.